Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced angina. The target lesion was located in the proximal left anterior descending artery with 90% stenosis and was 21 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and implanting a 3.0 mm x 24 mm taxus liberte stent. Following post dilatation, residual stenosis was 0 %. The patient was discharged on aspirin and prasugrel. In (B)(6) 2011, the patient presented with unstable angina. The patient was treated with angiography without revascularization. The event was resolved without residual effects.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).